Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer experienced low blood glucose levels of 2.8 mmol/l. The customer also stated that insulin pump alarmed unexpected restart and external ram crc error and battery and battery out limit alarm. The customer was able to clear the alarm and rewind the insulin pump. Issue was not resolved by troubleshooting. The customer treated high blood glucose levels by eating food. The customer declined the troubleshooting for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm, unexpected restart error and external ram crc error alarm noted.